Event description:
The customer reported observing white strands in patient's eye during the post-op intraocular exam. On (B) (6) 2009: the customer reported that the fibers were not removed. Additional information has been requested.

Manufacturer narrative:
The customer's complaint history was reviewed for the period of (B) (6) 2008 through (B) (6) 2009. This is the first complaint of this nature reported by this facility. There was not a lot number reported; therefore, a review of the lot history and DHR are not possible. The customer did not retain a sample for this investigation; therefore, it is not possible to determine a potential source of the lint/fiber reported by the physician. The pak does contain white paper towels per the customer's specification. It was suggested to the customer and the customer may consider revising the pak to go to (B) (4) (towel,synthetic,18x24), which is composed of 10% polypropylene and 90% hydro-entangled wood pulp/cellulose. The root cause of this customer's experience is unknown as a sample was not retained nor was a product lot code available. And internal investigation has been opened to further review complaints regarding lint/fiber, foreign material, hair, and particulate in custom paks. (B) (4). (B) (4).